Event description:
Reporter alleged, obtaining discrepant blood glucose values of 257 mg/dl back to back a result of 109 mg/dl, when testing was performed within 1 min of each other on the compact plus system. No actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.